Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. X-ray review by third party hcp states that there is anatomic alignment of the knee and there is minimal asymmetric narrowing of the medial tibiofemoral space that may reflect liner wear and small joint effusion. Overall fit and alignment are anatomic. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee procedure at an unknown date. Subsequently, the patient was revised due to poly wear. Attempts have been made and no further information has been provided.